Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and pacing impedance measurements of greater than 3000 ohms. The lead was suspected to be the cause of the issues. The patient underwent intervention to surgically abandon and replace the lead. No additional adverse patient effects were reported.